Event description:
It was reported that the customer was treated for high blood glucose at the emergency room. Troubleshooting was performed and the insulin pump passed the fixed prime test. It was stated that the insulin pump had cracks at the reservoir compartment. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.